Manufacturer narrative:
Additional information can be found .

Event description:
The customer reported that a device was being used to deliver 8 ml of noradrenaline at a rate of 15ml/hour to a patient with a diagnosis of an acute myocardial infarction. At an unspecified time, the patient was transferred from emergency services to the intensive care unit (ICU), the pump turned off, the patient went into cardiopulmonary arrest, and revival actions were taken. It was reported that the patient died at 6:30pm. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported the cause of death was acute myocardial infarction with no other specifications, which was determined a physician. No additional information was provided. Subsequent to the first supplemental MDR submission, additional information was received from the customer: the customer reported that staff did not immediately report the event with the pump and did not identify the actual pump involved in the event. It was further reported that all of the infusion pumps were tested at the user facility. One pump with a non-functional battery was identified and the pump was sent to hospira for investigation. As an improvement activity, the user facility indicated that the staff was trained on correctly using the infusion pump and they have increased awareness to report adverse event or device problems. Additionally, pump performance reports will be requested daily. No additional information was provided.

Event description:
The customer reported that a device was being used to deliver 8 ml of noradrenaline at a rate of 15ml/hour to a patient with a diagnosis of an acute myocardial infarction. At an unspecified time, the patient was transferred from emergency services to the intensive care unit (ICU), the pump turned off, the patient went into cardiopulmonary arrest, and revival actions were taken. It was reported that the patient died at 6:30pm. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported the cause of death was acute myocardial infarction with no other specifications, which was determined a physician. No additional information was provided.

Manufacturer narrative:
Device has been received. Investigation is not complete.

Event description:
The customer reported that a device was being used to deliver 8 ml of noradrenaline at a rate of 15ml/hour to a patient with a diagnosis of an acute myocardial infarction. At an unspecified time, the patient was transferred from emergency services to the intensive care unit (ICU), the pump turned off, the patient went into cardiopulmonary arrest, and revival actions were taken. It was reported that the patient died at 6:30pm.

Manufacturer narrative:
Testing and investigation was conducted on a pump that the customer could not confirm was actually involved in the event. The customer sent a pump with a nonfunctional battery for further investigation. The battery in the pump was a hospira approved battery with a manufacture date of july 2006. The battery was fully discharged and would not power on in dc mode, even after being plugged into ac power and charged for one day. The ac power indicator led was seen while the device was plugged in. When the battery was replaced with a new battery, the customer programming was replicated in dc mode without any alarms or the device powering off. The battery was then re-charged and the device was programmed to run for 10 hours in dc mode. No alarms were seen and the pump did not power off. Then without recharging the battery, the pump was programmed to infuse for another two hours. The device generated an audible and visible alarm for low battery and continued operating for 31 minutes before alarming constantly for 3 minutes, then powering off. The device functioned as expected by displaying a low battery alarm and no malfunctions were seen. The event reported by the customer was not duplicated during testing. No relevant alarms were seen in the history alarm/event logs. The probable cause of the event could not be determined since the customer could not confirm that the pump that was investigated was the actual pump involved in the event. Furthermore, the battery in the pump that was tested did not hold a charge due to poor maintenance by the user facility. The method code ¿actual device not evaluated¿ was used since the customer could not confirm that the actual device being evaluated was the one involved in the event.

Event description:
The customer reported that a device was being used to deliver 8 ml of noradrenaline at a rate of 15 ml/hour to a patient with a diagnosis of an acute myocardial infarction. At an unspecified time, the patient was transferred from emergency services to the intensive care unit (ICU), the pump turned off, the patient went into cardiopulmonary arrest, and revival actions were taken. It was reported that the patient died at 6:30 pm. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported the cause of death was acute myocardial infarction with no other specifications, which was determined a physician. No additional information was provided. Subsequent to the first supplemental MDR submission, additional information was received from the customer: the customer reported that staff did not immediately report the event with the pump and did not identify the actual pump involved in the event. It was further reported that all of the infusion pumps were tested at the user facility. One pump with a non-functional battery was identified and the pump was sent to hospira for investigation. As an improvement activity, the user facility indicated that the staff was trained on correctly using the infusion pump and they have increased awareness to report adverse event or device problems. Additionally, pump performance reports will be requested daily. No additional information was provided.